Event description:
Report received of fluid backing up into the drip chamber during infusion. The device was programmed to infuse taxol at a rate of 250ml/hr. The remaining programming parameters were unspecified. Reportedly, the nurse clamped off the primary line to the pt had connected the taxol to the lowest clave port of the primary line. The nurse noted "shortly after the start of the infusion" that the taxol was "backing up into the drip chamber." The customer contact reported that it is "possbiel that the tubing was placed into the device backwards." Therapy was resumed using a replacement tubing set on the same device. There were no reported adverse pt effects. No medical interventions were required.